Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir had cap anomaly. Customer's blood glucose level was unknown. The customer stated that blue transfer guard out the top of the reservoir comes off and stays on the blue transfer guard. The reservoir will be returned for the analysis.

Manufacturer narrative:
Evaluated three open/used reservoirs. Performed a visual inspection using ; found snap-caps detached from reservoir¿s barrel and snap-caps attached to transfer guards. Unable to verify snap-caps dimensions.